Manufacturer narrative:
It was reported that the patient's rhythm changed to sinus bradycardia post navitor implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effect could not be conclusively determined. The medical and surgical interventions were result of placement of a temporary pacemaker to stabilize the rhythm and then a permanent pacemaker implant to resolve the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb) with severe aortic stenosis. The patient did not have a horizontal anatomy. The length of the membranous septum was measured as 5.4mm. There was significant left ventricular outflow tract (lvot) calcium present beneath left-coronary cusp (lcc). During the preparation, fluoroscopy was confirmed. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was recaptured twice since not able to be positioned at an optimal depth then able to be implanted successfully at a depth of 5mm both on the non-coronary cusp (ncc) and lcc. No paravalvular leak (pvl) was observed; final gradient was 6mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, patient's rhythm changed to sinus bradycardia and a temporary pacemaker was placed to stabilize the rhythm then a permanent pacemaker was implanted to resolve the event. The patient was discharged.